Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the device was missing a pin from the side and was leaking air. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet australia on (B)(6) 2018 revealed that a pin was missing from the hose coupling. The unit was sent back without the width plate screws. The customer hose and width plates were not returned for evaluation. Product review of the air dermatome by zimmer (B)(4) on (B)(6) 2018 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer (B)(4) on (B)(6) 2018 which included replacement of the motor, bearings, o-ring, seal, retaining ring, swivel, and width plate screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer (B)(4) it was noted that a pin was missing from the hose coupling. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer (B)(4) it was noted that a pin was missing from the hose coupling. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device missed a pin from side and is leaking air. The issue occurred during surgery. Subsequently this did not caused patient harm and there was no delay. The surgery was completed using an alternate device. No patient information is available.